Event description:
Pt called on call svc stating his 5fu continuous infusion bag was "all wet" and there was "white, like salt" on the pump and inside the bag. The pt thought the bag was leaking. Pt was informed to stop the pump and an rn would be out to disconnect intravenous and hook up new bag. Pt instructed to wash hands throughly. Rn came out to assess port site, disconnect old bag, hook up new bag and pump.